Manufacturer narrative:
The evaluation confirmed the reported event of as no image appeared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device had no image. There was no harm or user injury reported.